Event description:
It was reported that during the implant attempt several stylets were used to advance the lead, but the attempts were not successful. It was also noted the patient's subclavian area was very tight. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.